Manufacturer narrative:
Device was returned to manufacturer on 03/18/2022. Aspect control : device was sent in dry conditions, relatively clean. A slight tear was noticed on capsule-protective membrane. Black color on the micro wires indication of an oxidation. No sign of any other visible damage. Functional control : error e001 is confirmed to occur upon connecting the device to a monitor. Further examination of the device proves the oxydation of the electrical wires iin the device which caused the anomaly.

Event description:
Device implanted on (B)(6) 2022. The same day, four hours after initial surgery, the monitor displayed error e001. The monitoring couldn't be maintained so the device was explanted. There were no health complications for the patient.